Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 516:320:654:0000 occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 516:320:654:0000 was confirmed during product evaluation. The root cause of the reported problem was determined to be faulty uim pcb (user interface module printed circuit board). Appropriate action was taken to correct the reported problem by replacing the uim pcb. Additional information: a service history review found that the device has not been previously sent into service for the reported condition. However, during previous service the uim pcb was upgraded. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.